Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the reservoir had an air bubbles. The blood glucose level was 18.8 mmol/l. Customer treated with manual injection for high blood glucose. Customer stated that the in his insulin vial had bubble inside. Customer also stated that he having issues in filling the reservoir because of the air bubbles. The reservoir will return for the analysis.